Event description:
The advocate stated that the foreign customer's blood glucose was tested using her contour meter and a lab test. The contour read 19 mmol/l (342 mg/dl), while the lab test gave a reading around 4 mmol/l (72 mg/dl). The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant.the advocate also stated that the customer experienced a hypoglycemic reaction and paramedics were called. Paramedics tested the customer's glucose at 1.9 mmol/l (34 mg/dl) and the customer was taken to the hosp. The customer was still hospitalized at the time of the call. No other info was provided about the event. The advocate did not have the meter or testing supplies, so troubleshooting was not possible. The customer's meter and test strips are to be returned for evaluation. Replacement products were sent to the customer.